Event description:
The user facility reported that a leak occurred at the big blue filter housing causing water to cover the floor in the room where the system 1e is located. Facility personnel shut off the water supply. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris technician inspected the filter housing and noted a hole in the side of the housing. The housing was evaluated; an approximate 3 inch stress line and material separation was noted. The house was replaced and returned to service. No further issues have been reported. The big blue filter and housing is not a steris product; we do not manufacture this product. This is not a product marked or placed into interstate commerce by steris. The big blue filters are necessary based on the users incoming water pressure and are the responsibility of the user's to maintain.